Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient¿s pump implantation site became infected. On (B)(6) 2013, the pump and pump segment were removed. The healthcare provider (hcp) drew cerebrospinal fluid to be cultured and was notified two days later that it was positive for ¿staph¿. So, the same day, he removed the spinal segment as well. The patient was placed on vancomycin. It was unknown if there were any patient symptoms or complications associated with the event. At the time of this report, the hospital had possession of the removed devices. Additional information was requested but was not available at the time of this report.